Event description:
During the beginning of a procedure in the operating room, the staff moved the nc 1 ceiling mount into the field. After moving it a light was not operational; they moved it away to check it and the unit fell. No one was directly hit, but a nurse allegedly suffered a minor injury as the unit rolled on the floor. This unit was a converted floor stand that required a pin to stop the clutch/screw from backing out. The pin was not in place.